Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and foreign material on set screw. The returned device found a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure the physician dislodged the setscrew. It was impossible for the physician to engage the screw thread. The physician cut the silicon part of the connector's protection in order to save a dislodged screw. During this operation the screw fell down with no possibility to repair. Another implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.